Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia following an infusion set change, with concern for a possibly incomplete site change and a low transmitter battery notification; the user later confirmed the cannula was not bent and insulin delivery was occurring, and troubleshooting and education were completed. Symptoms included elevated blood glucose up to 401 mg/dl for approximately 12 hours. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, no ketone testing, no alerts beyond standard device notifications, and no immediate health effects or need for assistance. Investigation included complaint intake, patient follow-up, review of device alerts, and user guidance on infusion set replacement. Investigation of this case revealed no device malfunction identified and no bent cannula upon inspection by the user. It was concluded that the cause of the hyperglycemia was unclear and that user counseling was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.